Event description:
Consumer reported complaint for high blood glucose test results. The customer does not know their expected blood glucose test result range. The customer is concerned with test results from non-fasting meter-to-meter comparison of 158 mg/dl using true metrix meter and 70 mg/dl using dr.'s device. The customer felt well and did not report any diabetic symptoms; customer stated that she was feeling nauseous because she has not eaten a lot. Customer stated the meter-to-meter comparison had been performed during a scheduled doctor visit on the day of the call. During the call, a blood test was performed by the customer non-fasting and produced test result of 83 mg/dl using true metrix meter. Customer was unable to provide lot information for the test strips; customer stated she removed the test strips from the vial and had placed them in another container. The meter memory was reviewed for previous test result history: result 1: 158 mg/dl, date: (B)(6) 2025 , time: 4:00 pm non- fasting, result 2: 138 mg/dl, date: (B)(6) 2025 , time: 1:58 pm unknown, result 3: 150 mg/dl, date: (B)(6) 2025, time: 12:57 pm unknown, result4: 101 mg/dl, date (B)(6) 2025, time: 5:54 pm unknown, result 5: 150mg/dl, date: (B)(6) 2025, time: 8:49 pm unknown.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.